Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return of the unit starting up with an error due to a stuck key preventing the incoming testing from being able to be conducted. It was noted that the battery drawer was broken and that sometimes the lower display showed random characters and that it had two lines missing. The generator was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.